Event description:
A hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) in an adult pt (age, gender and weight unk) in 2008. According to the complainant, "...the teflon jacket of the wire separated from the nitenol core." The teflon jacket did not detach from the device and did not fall into the patient. The physician successfully completed the procedure with a second hydra jagwire guidewire. Reportedly, the "...patient is fine" following the procedure.

Manufacturer narrative:
The lot number of the device used is unk, consequently, the expiration and MFR date of the device is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.